Manufacturer narrative:
The returned device arrived with the cannula not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed, causing first prime to end prematurely at 32 pulses. After 42 total priming pulses, the needle mechanism was not deployed, and the pod was deactivated. The pod was rerun, and the rotational sensor abnormalities were replicated. The commutator cap was observed to be damaged, which is confirmed as the cause of the rotational sensor abnormalities and the reported needle mechanism complaint.

Event description:
It was reported that the needle and cannula did not deploy, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.